Event description:
It was reported that there was noise on the electrogram (egm) of this subcutaneous implantable cardioverter defibrillator (s-ICD) during initial implant testing. Technical services (ts) provided troubleshooting and determined that the noise was most likely due to electromagnetic interference (emi). The procedure was completed as intended. Later, this s-ICD system was explanted due to an infection without replacement. No additional adverse patient effects were reported.